Event description:
It was reported the customer was hospitalized due to high blood glucose of 559 mg/dl, treated with 10 units though an IV. Troubleshooting was performed. Current blood glucose level was 451 mg/dl. Symptoms were throwing up and abdominal pain. Time, date, basal rates, and bolus wizard setting were correct. Bolus history looks correct. Alarms have been corrected. Cannula is not occluded. Site is not irritated. Insulin was checked, everything ok. Customer's mother stated the paramedics changed out the infusion set but not the reservoir and it seemed it was working. No delivery alarm was explain and causes of the alarm. High pressure test was not performed because customer did not have an extra infusion set. Customer's mother was advised to call back to perform test when customer was home. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer was treated and kept in the emergency room for about 6 hours and released once the blood glucose was brought down to 180 mg/dl.